Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the primary tubing for the saline bag could not be primed. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500, because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. Primary tubing for saline bag cannot be primed.

Manufacturer narrative:
The following information has been corrected: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500; batch no: unknown primary tubing for saline bag cannot be primed.

Manufacturer narrative:
The following information has been updated/corrected: b.3. Date of event: (B)(6)2020.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown. Primary tubing for saline bag cannot be primed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. Primary tubing for saline bag cannot be primed.